Event description:
Patient was getting into bed after washing hands, bottom of bed (removable end) collapsed and patient fell to floor. Charge nurse notified and at bedside, patient assisted to chair. Right elbow and right knee, areas of impact, no apparent injury noted. Ob physician notified. Vitals taken and patient given counsel/support. Bed removed from room, and new bed ordered. Patient to have physician evaluation. Patient declined ice to affected areas.